Event description:
The surgeon noticed not appreciable bleeding on the distal end of the tigerpaw after its deployment. The surgeon put in sutures to maintain hemostasis. Transfusion was not required.